Event description:
It was reported when the device was used during an ultral low anterior resection procedure, it did not deploy any staples. The case was completed with sutures. There was no patient consequence.